Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective therapy. Additionally, the patient was unable to set the ipg into MRI mode. Impedance check revealed high impedance on all contact on one of the leads. As such, surgical intervention took place on (B)(6) 2025 wherein it was noted that the other lead had migrated. In turn, the leads were explanted and replaced to address the issues. Reportedly, therapy was restored post op.